Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a multiple cubies failure. A field service engineer reconnected all the connections, removed the faulty cubies, and assessed the voltage, ultimately identifying three defective cubies that needed replacement, to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system in the emergency department, pyxis main 5.2 had multiple cubies failed and stated that read, write, and cubie memory errors, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.